Event description:
It was reported that this right atrial (ra) lead captured the right ventricle due to a dislodgement. This was confirmed by changing the device configuration and observing that the ventricle was captured. This lead was revised and remains implanted. No additional adverse patient effects were reported.